Event description:
Additional information was received indicating the incision enlargement size was 3.0 mm.

Manufacturer narrative:
Additional info: b5, g4, h2, h6, h10 although requested, the device was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The most probable root cause is operational context. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is required.

Manufacturer narrative:
The device was not returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that the intraocular lens did not advance all the way into the eye during insertion; therefore, it needed to be cut out. Incision was slightly enlarged. There was no patient injury and no sutures were required. Lens was removed and replaced with another lens of the same model and diopter.